Manufacturer narrative:
Complaint no. X. This report is being submitted in accordance with the requirements of 21 cfr part 803. The information contained herein is based on data available to caldera medical at the time of submission and may not have been fully investigated or independently verified prior to the required reporting deadline. Submission of this report does not constitute an admission or conclusion by caldera medical that the product caused or contributed to the reported event. The investigation remains ongoing. In accordance with manufacturing procedures, trays are inspected against a black background, and no particles were noted during these inspections. A final inspection of the product is also performed to verify product integrity. All mesh devices were sterilized using ethylene oxide, and the products were confirmed to meet specifications at the time of release. A review of the manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met all established specifications during both manufacturing and quality release processes. As the product was not returned for evaluation, no definitive conclusions can be drawn regarding the reported event at this time. The investigation will continue, and this report will be updated should additional information become available.

Event description:
Product contamination for tvt exact retropubic system product. After the nurse opened the package of the product, some unknown powder was found. The device wasn't used on the patient. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Correction: d9,g2, h6 (type of investigation) addtional information: a3a, b3, d5, e1, e3, h3, h6(investigation finding and investigation conclusion). Device evaluation: the device was received and identified as the initial report. An investigation was conducted on the received product as well as the batch record file. The product was decontaminated and properly packaged. Due to the absence of the original packaging, the device was opened and examined. The following items were returned: two needles, one prolene mesh, one blister with a label for traceability, one workstation, one retainer, and a lid with a label. Both the box and the instructions for use (IFU) were missing. No damage was observed on the lid, and the lid label matches lot 3944906, which is consistent with the label on the blister. Upon inspection of the blister, no damage or foreign matter was detected. The sealing transfer was visible and free of defects, indicating that the device packaging was properly sealed before being opened. A piece of tape was found affixed to the retainer lid, marked with a felt-tip pen, presumably to identify potential foreign matter. When inspected against a white background, no foreign particles were visible at this location. However, upon inspection against a black background, small white particles were observed where the tape was placed and along the edge of the retainer. No defects or foreign matter were found on the trocar, mesh, or needles ( based on the evaluation, this complaint is not related to a manufacturing issue. The defect observed corresponds to the reported event: packaging foreign matter. While the complaint is confirmed, it is not associated with manufacturing. The product conformed to specifications at the time of release. The manufacturing complaint number is (B)(4).